Event description:
The reporter stated that the patient experienced a blood glucose (bg) of 535 mg/dl with vomiting. The reporter stated that the patient was taken to the hospital and treated with intravenous fluids and the patient remained on the insulin pump. The reporter stated that they suspected that the site may have been contributing to the bg as the patient was using only the buttocks and it may have been overused. While reviewing the pump with the reporter and patient, the patient stated that the tubing had come disconnected from the cartridge. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.